Manufacturer narrative:
Additional information: on december 10, 2020, the mentor failure analysis lab received the device for evaluation. Mentor also became aware of the lot number of the impacted product. The relevant fields in this report have been updated to reflect the impacted device attributes (lot number, manufacturing date, expiration date and device returned to manufacturer date). On (B)(6), 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, two anomalies were observed on the anterior view of the device consistent with a crease/fold. A tear was also observed within one of the crease/fold measuring approximately 0.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation with 400cc saline mentor smooth round moderate plus profile breast implants and experienced deflation on the left side postoperatively. As a result, the patient is scheduled to undergo device removal on (B)(6) 2020.